Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the adhesive came loose and the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
Patient was hospitalized for two days as blood glucose level read ¿high¿ (>500 mg/dl). He was diagnosed with diabetic ketoacidosis (dka). Patient was treated with insulin and fluids. It was noted that the cannula was not all the way connected to the pod as pod had come away from the adhesive, causing the cannula to pull out. Pod was worn for three days. The pod was discarded at the hospital.